Event description:
On (B)(6) 2014, during a chest drainage procedure on a female pt with empyema, the user experienced difficulty removing pigtail catheter. When removing the statlock, the string broke inside the pt. The string was inside pt, however, a procedure will be planned for pt to go back into theatre for removal of string. No adverse effects to pt due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.